Event description:
Consumer called stating they feel their paradigm link meter is inaccurate when comparing to their other meter. Analysis run on clark error grid using competitive meter reading (44) vs. Bd readings (69, 72, 84) yielded data points in the d range of the grid - outside acceptable limits. Consumer felt the competitor reading was more in line with how they felt.